Event description:
An aneurx stent graft system was implanted approximately eleven years ago for treatment of an abdominal aortic aneurysm. Four years later two aneurx cuffs were implanted for the treatment of a migration, original graft had moved below the renal arteries. It is unknown if there was a type I endoleak at that time. Currently, it was reported that the patient was in for a routine follow up. The aneurysm is currently 50 mm in diameter. It was reported that there was a type iii endoleak, separation between the bifurcate and the aortic cuffs. The patient was treated with an 25x25x70 endurant ii cuff and the endoleak resolved. The physician thinks tortuosity, angulation and possibly neck dilation of the aorta may all have contributed to the bifurcated device movement. The patient was stable during the surgery and is doing well. A review of the films showed that there was separation between the bifurcate and 2-aortic cuffs. The amount of separation was approximately 1cm. The 2 straight cuffs were still attached to each other and were angulated approximately 60degrees to the proximal end of the bifurcate. A low-resolution angiogram image showed a large amount of contrast in the sac, likely from the type iii separation. Final angiogram, likely post-intervention, showed no clear endoleak. No other stent graft issues were observed. The cause of the separation is unknown. Earlier post-implant images were not available for return. It is possible that morphology changes, as seen with the angulated anatomy, may have contributed to the separation.

Manufacturer narrative:
(B)(4).